Manufacturer narrative:
Implant date: only year is known. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via follow-up indicated that the exact implant date was unknown, but was in 2015. No further information was reportedly available for the details of the date and time of the motor stall or whether there was a motor stall recovery.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml at a dose of 4 mg/day, clonidine 850 mcg/ml at a dose of 340 mcg/day, and bupivacaine 17.5 mg/ml at a dose of 7 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced withdrawal symptoms and an alarm. Interrogation of the pump with the clinician programmer was performed. There was a motor stall. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the issue was resolved. The pump would be returned. No further complications were reported or anticipated.